Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The balloon was returned unfolded which indicates it had been subjected to positive pressure. Solidified inflation medium was noted within the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified inflation medium within the balloon and inflation lumen. The device was soaked in a water bath to help soften the solidified inflation medium before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied and the balloon was successfully inflated to it rate of burst pressure with no issues noted. A visual and microscopic examination identified no damage or any issues with the balloon material that have contributed to the damage identified. The device was received with a small section of one of the blades lifted from the proximal end of the balloon material. However during decontamination, this section of lifted blade completely detached from the balloon material. A visual and microscopic examination noted that approximately 2mm of one of the blades was completely detached from the balloon material. The entire 2cm of pad was intact. The remaining 18mm of the blade was undamaged and fully attached to the balloon material. All other blades were present and fully bonded to the balloon material. No issues were noted with the blades or pads that have contributed to the complaint incident. A visual and tactile examination identified one severe kink at the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the markerband or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03jan2019. It was reported that the blade was bent. The 80% stenosed target lesion was located in the mildly tortuous shunt limb. A 6.0mm/2.0cm/50cm peripheral cutting balloon was selected for use. Upon withdrawal, deflation was slowly performed according to the attached manual. Subsequently, a par of the blade got slightly peeled and bent when removed form the sheath. The procedure was not completed due to the event. No patient complications were reported and there were no risk of remaining blades inside the patient's body. However, device analysis revealed that a section of the blade was lifted and completely detached.

Event description:
Reportable based on device analysis completed on 03jan2019. It was reported that the blade was bent. The 80% stenosed target lesion was located in the mildly tortuous shunt limb. A 6.0mm/2.0cm/50cm peripheral cutting balloon was selected for use. Upon withdrawal, deflation was slowly performed according to the attached manual. Subsequently, a par of the blade got slightly peeled and bent when removed form the sheath. The procedure was not completed due to the event. No patient complications were reported and there were no risk of remaining blades inside the patient's body. However, device analysis revealed that a section of the blade was lifted and completely detached.

Manufacturer narrative:
(B)(6).